Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not returned for eval, however, the production history files were reviewed, indicating that the device was released according to the product specifications. No further conclusions could be drawn based on the limited info retrieved. Anastomotic leakage, is one of the most common complications of colorectal anastomotic procedures with both staplers and compression anastomosis devices. The current cumulative leak rate following use of colonring device is within the low range reported in the literature for anastomosis devices.

Event description:
A pt suffering of diverticular disease underwent laparoscopic sigmoidectomy using colonring device. He discharged home on pod 5 without any problems. On pod 7 after he went to the rest room, he felt serious pain. He went back to the hospital and re laparotomy was done. The colonring was still in place, 2/3 of the bowel was outside of the ring. No sign of necrosis. Perfect blood supply at the bowel ends. The colonring was cut-out and hartman was performed. Re-anastomosis is planned in 6 weeks.